Manufacturer narrative:
(B)(4).the service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit oard (pcb) to resolve the reported issue.

Event description:
It was reported that the ventilator had a black upper display. The ventilator was not in patient use at the time of the event.